Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and when attempting to manipulate instruments from the surgeon console. The instrument felt heavy when trying to move. There was shakiness and/or friction experienced/observed. There was no interference and no external collisions. The issue was persistent. The device was inspected prior to use and there was no reported injury. The master tool manipulator (mtm) was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a patient side cart fixture test platform (pftp) system where all test passed within specification. Once testing was completed the mtm was inspected but no faults could be identified. The probable root cause is due to the mtm being out of calibration and needing to be recalibrated.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the right master tool manipulator right (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the mtm for evaluation. However, the failure analysis has not been completed yet.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the surgeon side console (ssc) right master tool manipulator (mtm) movement was delayed and heavy without any errors. It was explained that this issue may have occurred because the positioning of the drape was not correct and advised to check the drape positioning if it occurs again. The issue occurred on ssc 1. The procedure was completed with no reported injury.